Event description:
The following was reported to gore; on (B)(6) 2019, the patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. When the touch up ballooning was performed by a gore® molding & occlusion balloon to a contralateral leg endoprosthesis implanted in the right common iliac artery, the blood pressure was decreased. The angiography examination identified a rupture of the right common iliac artery. The right internal iliac artery was coil embolized. Then a new contralateral leg endoprosthesis was implanted distally to the original contralateral leg endoprosthesis. The patient tolerant the procedure. The physician suggested the excessive inflation of the gore® molding & occlusion balloon possibly caused the right common iliac artery rupture.

Manufacturer narrative:
B.5. Typo corrected. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the warnings in the instructions for use,of the gore® molding and occlusion balloon catheter, excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.

Event description:
The following was reported to gore; on (B)(6), 2019, the patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. When the touch up ballooning was performed by a gore® molding & occlusion balloon to a contralateral leg endoprosthesis implanted in the right common iliac artery, the blood pressure was decreased. The angiography examination identified a rupture of the right common iliac artery. The right internal iliac artery was coil embolized. Then a new contralateral leg endoprosthesis was implanted distally to the original contralateral leg endoprosthesis. The patient tolerated the procedure. The physician suggested the excessive inflation of the gore® molding & occlusion balloon possibly caused the right common iliac artery rupture.

Manufacturer narrative:
G.5. 510(k) number (k172567).